Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator power shut down. It was reported that it was recovered once, but the power shut down again. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: one power supply, back up power supply and breath delivery printed circuit board (bd pcb) were returned to medtronic for further analysis. A visual inspection of the parts showed no anomalies. The parts were attached to the failure investigation test ventilator. The test ventilator powered up and passed all testing without any errors. The ventilator was placed into ventilation mode with no errors or alarms. Conclusion: there was no malfunction or product deficiency identified on the returned parts. The investigation found the device to function normally. The products tested within specification and performed as intended.

Manufacturer narrative:
Device evaluation summary: a service engineer (se) inspected the device and found the device to run normally. As a precaution, the power supply, power switch, and back up power source were replaced. The unit passed testing and operated within the manufacturing specifications. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.